Event description:
Paramedics responded to a person in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed in ventricular fibrillation. A shock was administered and the patient's rhythm converted to asystole. Also, according to the reporter, the device intermittently alarmed connect electrodes. Paramedics administered CPR and drugs but the patient's rhythm did not convert to a shockable rhythm. The rptr indicated the alleged device malfunction did not cause or contribute to the patient's death because of the patient's lack of viability.